Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had critical pump error . The customer¿s blood glucose level was 15.4 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display and device heating up confirmed. Failure isolated to electrical board of the electronic stack. Critical pump error (open book image) not confirmed during testing. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.